Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock lead impedance measurements measuring 183 ohms. It was noted that the patient has a non-boston scientific device. The health care professional (hcp) will contact the non-boston scientific device manufacture regarding further troubleshooting. At this time, the lead remains in service. No adverse patient effects were reported.